Event description:
The device was returned for service. During service by baxter, the device failed an accuracy test (underinfusion). According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. Evaluation was completed and the reported condition of failed accuracy, was confirmed. The pump head module (phm) was replaced and the baxter technician tested the device.